Event description:
Health care professional (hcp) reported a cracked header on a 35th use dialyzer. Per the health care professional, found during reprocessing and no pt use or injury associated with this report.